Event description:
It was reported that device detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. After deployment, the implant migrated. The patient underwent cardiac surgery for ablation and required resuscitation. No additional information is known. It was further reported that there was a miscommunication during the procedure between the implanting physician and the watchman therapy representative and the device was prematurely released while measurements were being taken. Approximately 5-10 seconds after the release, the device migrated into the mitral valve. At this point, the patient went into cardiac arrest and resuscitation was required. The patient underwent cardiac surgery for device explant. The patient was reported to be alive and monitored in the intensive care unit.

Manufacturer narrative:
H6: coding correction.

Event description:
It was reported that device movement occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. After deployment, the implant migrated. The patient underwent cardiac surgery for ablation and required resuscitation. No additional information is known. It was further reported that there was a miscommunication during the procedure between the implanting physician and the watchman therapy representative and the device was prematurely released while measurements were being taken. Approximately 5-10 seconds after the release, the device embolized into the mitral valve. At this point, the patient went into cardiac arrest and resuscitation was required. The patient underwent cardiac surgery for device explant. The patient was reported to be alive and monitored in the intensive care unit.

Event description:
It was reported that device movement occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. After deployment, the implant migrated. The patient underwent cardiac surgery for ablation and required resuscitation. No additional information is known.